Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 06, 2016 that an ultraflex tracheobronchial distal release covered stent was to be used to treat a stricture in the right main bronchus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent when the deployment suture could not be unraveled. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a partially deployed ultraflex tracheobronchial stent was returned for analysis. Visual examination of the returned device found that the shaft of the delivery system was kinked and the tip of the device was cut off. Functional analysis of the device found that the shaft bowed during a failed deployment attempt. The stent was able to be manually deployed by pulling directly on the deployment suture. No other issues were identified with the device. The complainant was unable to provide any additional information regarding the cut off tip of the device. The investigation determined that the failed deployment attempt during the device analysis was consistent with the complaint incident, and the condition of the returned device was consistent with the application of excessive force to the delivery system during deployment. The cause of the damages noted during the analysis were likely due to procedural or anatomical factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on october 06, 2016 that an ultraflex tracheobronchial distal release covered stent was to be used to treat a stricture in the right main bronchus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent when the deployment suture could not be unraveled. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.